Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced chronic pain and inflammation at the implant site. Subsequently on (B)(6), 2015, the device was explanted.